Event description:
It was reported that the right atrial (ra) lead experienced high thresholds. The lead was explanted and replaced. No patient compl ications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (Cont.) D354drm implantable cardioverter defibrillator (ICD)  implanted: 2012-(B)(6), 6947m implantable tachy lead implanted: 2012-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and the impedance trend on the atrial pacing lead was rising. Maximum atrial pace impedance rises from 665 ohms the week ending (B)(6) 2012 to 1387 ohms the week ending (B)(6) 2013; it remains between 1200 and 1400 ohms for the rest of the record.